Manufacturer narrative:
Date of report: 24aug2021.

Event description:
The customer called into technical support (ts) reporting that the device shut down and had white screen while in use. It was stated that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Customer stated that the device was swapped out for another, and no adverse event was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Drpta had vent inop diagnostic code 1009 - pressure regulation high. Performed a full performance verification procedure to: verify the proximal and machine tubing connections are good, verify the pressures and flows, verify the da pcba is working properly, and verify the mc pcba is working properly. All performance verification procedures passed. Customer has elected to replace da pcba and mc pcba. Follow up work order with parts needed was created to complete repairs. Further information is pending.

Manufacturer narrative:
The motor controller printed circuit board assembly (mc pcba) was returned for evaluation. The mc pcba was tested, and no failures were identified.

Manufacturer narrative:
The fse replaced the data acquisition (da) pcba to motor controller (mc) pcba to resolve the reported issue. The device passed required performance verification tests per philips¿ standards.